Event description:
It was reported that the device could not be interrogated and no pacing was observed on monitor with the programmer rf head placed over the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.